Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl. Reportedly, the customer had consumed food but was unable to deliverer a bolus to address for food consumed because the pump had shut down due to battery depletion. Bg was addressed via manual injection.